Event description:
It was reported that during the implant attempt, the lead was positioned and was undersensing. The lead was then repositioned and the analyzer check once again showed undersensing. The connection and cables were checked and cleaned, but the lead again showed undersensing. The lead was not used and a new lead was implanted. The post implant check on the new lead showed unstable threshold. The new lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed with no anomalies found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.